Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated and also found that the video connector socket was broken (glass lens was cracked and damaged). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4), omsc surmised that this phenomenon was attributed to the contact failure between the video connector socket of the subject device and the camera head, due to the breakage of the video connector socket. In addition, omsc confirmed that this phenomenon was not caused by product or manufacture, there were no safety problem, and there was no frequent occurrence. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that at the beginning of the diagnostic laparoscopy using the subject device, it was found that the endoscopic image of the subject device on the monitor flickered, and ten minutes later, it was also found that the endoscopic image of the subject device disappeared. The user completed the intended procedure using the another 4k system instead of the subject device. There was no report of patient injury associated with this event.